Event description:
The following is based on medical records and information provided by the patient: on (B)(6) 2005 - repair of right inguinal hernia with a perfix plug. Patient stats that he has had post operative pain that has increased over time. He is currently seeing a doctor. He alleges that this problem has decreased his mobility.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient has reported pain since implant that has increased, limiting his mobility; upon request he has provided us with medical records. The medical records provided were limited containing only the operative report for the implant procedure. He has since reported that he met with a surgeon and underwent a CT scan, the results are pending. At this time no connection can be made between the reported event of pain and the davol product in question. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.